Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm. Customer's blood glucose level was unknown. Customer reported that the insulin pump had no deliver alarm and battery was out for too long and had to reset battery cap had ridges from having to open. The insulin pump will not be returned for analysis.